Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device was unable to switch modes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Device evaluation: the device was returned to zoll medical benelux; the customer's report was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.